Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 53 mg/dl. The customer¿s blood glucose level was 184 mg/dl, 215 mg/dl, 303 mg/dl and 273 mg/dl. The customer was treated with insulin pump for high blood glucose level and low blood glucose level was treated with chocolate milk. The insulin pump will not be returned for analysis.